Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a tibial nail implanted approximately 4 years ago which subsequently got infected with polymicrobial chronic right tibial periprosthetic infection. The second stage revision was performed 2 months later and a zimmer distal femoral replacement was performed. Attempts have been made and there is no further information at this time.